Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump fell out of the pocket. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. It was reported that the customer experienced an elevated blood glucose (bg) level of "high¿; although specific value was not provided. A correction bolus was delivered to address bg.